Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one sprinter legend rx balloon catheter, the luer/hub of the catheter detached during removal of the device from the patient. The target lesion was located in the mid left anterior descending (lad) artery and was non- tortuous and non- calcified. The device was inspected prior to use and negative prep was performed with no issues noted. The balloon was prepared normally. The lesion was pre-dilated with no issues. The balloon was positioned in the mid lad. On the first inflation the balloon was inflated to 10-12 atm with no difficulties and when an attempt was made to deflate the balloon, the proximal hub detached from the catheter. The balloon was still inflated. The catheter was able to be slid back into the hub tube, held in place and the device deflated normally at that point. Once deflated the balloon was removed from the patient. The device was attached to an insufflator and a 3 way stop cock at the time of the event. When the device was removed and outside the patient it was reinflated it again and the same thing happened, the tubing popped out of the overlying tubing housing at the inflation hub end. The device was not moved or repositioned while inflated. A 50:50 contrast solution was being used. The device was not kinked and re-straightened during use. It was not difficult to remove the stylette. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the lesion was had no to minimal calcification, was moderately tortuous with 80% stenosis. Resistance was not noted during the delivery of the device and it was easy to deliver over the workhorse floppy guidewire. The hub blew off during inflation, so no withdrawal force had been applied at all at that moment. Product analysis: the device returned for evaluation with the luer hub detached from the hypotube. The luer hub did not return. The balloon was in a post inflated state. No other damage evident to the remainder of the device. Correction: the issue occurred while negative pressure was being applied to deflate the balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.